Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported reading from user's meter (170 mg/dl) was compared to a lab result (90 mg/dl) within 10 minutes. No adverse event alleged. A request was made for the return of the device.